Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an is 3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Performance testing did not find any issues. The instrument was fully functional. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .18 - .419 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, the endowrist movement was hard and not working correctly on the prograsp forceps instrument during cleaning. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.